Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported partial clip movement was due to anatomy (long posterior leaflet). The reported unexpected medical intervention was a result of case specific circumstances as an additional clip was implanted to stabilize the partially moved clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report after the clip was implanted, the clip had movement requiring a second clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0701-xtw, 00919u150) was advanced to the mitral valve and clip was deployed in the center of the valve to target a prolapsed segment. The clip was well seeded in the anterior and posterior leaflet; however, the length of the posterior leaflet was really long which caused the clip to have some mobility. A second cds (cds0701-xt, 00818u123) was advanced to further reduce mr and to stabilize the first clip. Imaging became difficult due to the shadowing of the first clip. The second clip immediately became entangled with chordae. Troubleshooting was performed to free the clip, but was unsuccessful. Therefore, the physician attempted to grasp the leaflets knowing the clip was stuck and having no other option. The clip grasped both posterior and anterior leaflets and the clip was deployed. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.